Manufacturer narrative:
During the repair process, kci found evidence that the device had a collapsed power switch. The power switch was replaced. There is no patient involvement and there was no injury reported to kci associated with this event. Kci is reporting this event found during the repair process as a device malfunction that has the potential to result in injury if the malfunction were to recur.

Event description:
This report summarizes <noe> 1 </noe> malfunction event. Kci identified the activ.a.c.¿ ion progress¿ remote therapy monitoring system had a collapsed power button/switch during the repair process and the power switch was replaced. There is no patient or injury associated with this event.

Manufacturer narrative:
MDR-3009897021-2020-00231 submitted on 10-jun-2020 noted that it was a summary report for 1 event found in repair and multiple sections were inadvertently left blank. Correction this report is for one event associated with serial number (B)(6) information in b5 and h10 have been updated to reflect such and blank sections were completed. Section b3 date of event noted (B)(6) 2020 correction section b3 date of eventl (B)(6) 2020 section d1 brand name noted activ.a.c.¿ ion progress¿ remote therapy monitoring system correction d4 brand name: activ.a.c.¿ therapy system section d4 model # noted wndarm correction d4model #: wndact g1 contact office email noted (B)(6) correction g1 contact office email: (B)(6) section g5 PMA/510(k) noted k063692 correction section g4 PMA/510(k) k201571. Section g7 type of report was blank correction section g7 type of report 30-day. Based on the corrections; kci's assessment remains the same. During the repair process, kci found evidence that the device had a collapsed power switch dome. The power switch was replaced. There is no patient involvement and there is no injury reported to kci associated with this event. Kci is reporting this event found during servicing of the unit as a device malfunction that has the potential to result in injury if the malfunction were to recur. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Event description:
Kci identified the activ.a.c.¿ therapy system had a collapsed power button/switch during the repair process. The power switch was replaced. There is no patient or injury associated with this event.